Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated foreign material on set screw, a set screw with a rounded socket, a damaged set screw, and that the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, many different vectors and configurations were tested, which required multiple attaching/detaching of the leads from the device. At some point, the setscrew stopped ratcheting down on the lead. It was also reported that the dft (defibrillation threshold) was never met. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.